Event description:
The stent delivery system (sds) was removed and it was noted the smart control stent was exposed from the outer sheath. The target lesion was located in the right superficial femoral artery. The lesion was described as 90% stenosed with moderate calcification. The reference vessel was moderately tortuous. Access was made contralaterally from the left femoral artery. The 6x80ml smart control stent was pre-dilated and the stent was being delivered when resistance was felt during advancement. The sds was removed and the stent was noted to be exposed from the outer sheath. The locking pin was still in place. The sds was exchanged to a different cordis product and the procedure was successfully completed without patient injury. The product was returned for analysis. There was no anomaly noted with the packaging or device prior to use. The device was stored per the instructions for use. The stent delivery system was removed prior to being advanced to the target lesion. The stent was not deployed. The physician held the handle of the smart control sds flat and straight outside the patient. The tantalum markers (smart control) observed opened symmetrically.

Manufacturer narrative:
The product has been returned for evaluation, but the analysis is not yet complete. Review of the manufacturing records was performed; however, product analysis is pending. Additional information will be submitted within 30 days from receipt. Concomitant devices were unknown. Review of the manufacturing documentation associated with this lot presented no issues or anomalies during the manufacturing process that can be related to the reported complaint.

Manufacturer narrative:
The right superficial femoral artery had moderate calcification and moderate tortuousity with a 90% stenosis. Access was made contralaterally from the left femoral artery. The 6x80ml smart control stent was pre-dilated and as the stent was being advanced resistance was noted. The stent delivery system (sds) was removed and the stent was noted to be partially exposed from the outer sheath. The locking pin was still in place. The sds was exchanged for another cordis product and the procedure was successfully completed without patient injury. There was no anomaly noted with the packaging or device prior to use and the device was stored per the instructions for use. One non sterile unit of smart control 6x80mm was received coiled in a plastic bag. Stent was partially deployed about 0.5 cm from distal end of outer sheath, locking pin was in place. No other anomalies were found. The outer diameter (od) of the outer sheath was measured at different locations and results were within specification of (B)(4). An attempt to deploy the stent was made with the locking pin on and it was not possible as is supposed to be, therefore the locking system is functioning properly. The locking pin was removed and the stent was deployed with no resistance, blood residues were observed at the stop location. The sds was introduced in a 6fr lab sample sheath introducer and no resistance was felt, also a 0.035" lab sample guide wire was introduced from distal end, the wire went through with no resistance. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The resistance and deployment difficulties conditions reported by the customer were not confirmed since no anomalies were found during the functional analysis. The partial deployment was confirmed, the exact cause could not be conclusively determined; however it does not appear to be manufacturing related, controls exist in the final assembly and packaging processes to prevent this type of failure, as well as there are inspections in place to detect stent pre-deployment, reference procedures documented in route sheet # (B)(4). Procedural and handling factors may contribute to failure as reported. Neither the DHR review nor the product analysis suggest that the condition reported by the customer could be manufacturing related, therefore no actions will be taken at this time. Based on the information available, it is possible that the difficulty experienced by the customer was related to procedural factors and/or vessel characteristics.